Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set leaked at the connector which occurred on (B)(6) 2025. The infusion set was in use for less than two hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.